Event description:
It was reported to boston scientific corporation that on (B)(6), 2009, an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure performed on a (B)(6)-old female. According to the complainant, during the procedure, the physician deployed the stent and then attempted to reposition it proximally. However, when the physician grasped the stent with forceps, the stent unraveled. The physician removed the stent and aborted the procedure. It is not known if the procedure will be rescheduled. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).